Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed DHR found no issues. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-03193. It was reported that the delivery system was stuck on the wire. A 5x40x130 innova¿ stent and a magic torque guidewire were selected for a stenting procedure in the left superficial femoral artery (sfa). During the procedure, while inside the patient, the innova system was stuck on the wire. Everything was pulled out together. The procedure was completed with another of the same innova stent. The wire was not replaced. There were no patient complications and the patient was fine.